Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level around the time of the call was 97 mg/dl. During troubleshooting, the customer reported that a no delivery alarm occurred, and that there were additional motor error alarms and a compromised force sensor system alarm in the device history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No rewind or buzz anomaly noted. No motor error alarm or unexpected no delivery or motor position encoder error alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.